Event description:
The manufacturer received information alleging a ventilator momentarily stopped delivery of air flow. The device restarted air flow on its own and continued delivery. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegation. The main pca was replaced to repair the device. Damage was found on the bottom enclosure, therefore it was replaced. The lease was about to end so periodic maintenance was not completed. The device was returned unrepaired to the user and scrapped there.